Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7074092 / 7074282, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients wound was not healing and the device was showing through the suture. The patient underwent an explant procedure. The patient was doing well postoperatively.